Manufacturer narrative:
(B)(4).

Event description:
The customer reports: while plugging the catheter in the generator, the alarm of the generator rang to notify an air leak in the line of the catheter. The catheter was inserted on (B)(6) 2017.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen hemodialysis connector piece for investigation. The rest of the hemodialysis catheter was not returned. The connector piece appeared used; however, no defects or anomalies were found during visual inspection. The connecter was leak tested by injecting water into each extension line using the lab leak tester. Each lumen was pressurized with water to 45psi for 30 seconds. The distal end of the connecter was plunged during testing to restrict flow. No leaks were observed in the connector piece. A device history record review was performed and no relevant findings were identified. The instructions-for-use included in the kit describes suggested techniques to minimize the likelihood of catheter damage or leakage (air or fluid) during use. The reported complaint of catheter body leakage could not be confirmed by complaint investigation since the entire hemodialysis catheter was not returned for evaluation. The returned connector piece passed visual inspection and no leaks were found during functional inspection of the device. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on these circumstances and without the entire catheter returned, the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: while plugging the catheter in the generator, the alarm of the generator rang to notify an air leak in the line of the catheter. The catheter was inserted on (B)(6) 2017.